Event description:
It was reported that during the procedure on (B)(6) 2010, a 3.5x12 xience prime stent was implanted in the left coronary artery. A non-abbott bare metal stent was implanted in the mid circumflex artery. On (B)(6) 2010, a new 3.5x15 xience prime stent was deployed overlapping the previous xience prime stent in the left coronary artery for treatment of disease progression, covering the proximal anterior interventricular artery (iva). Some months later, the patient experienced angina with sub-occlusion of the non-abbott bare metal stent in the circumflex. An unspecified dilatation catheter was advanced with some resistance between the left coronary artery and the circumflex. A 2.5x23 xience v stent system was advanced; however, resistance was felt and force was applied. An decision was made to remove the stent system due to the resistance. During removal of the stent system, resistance was felt, force was applied, and the stent dislodged from the balloon but remained on the guide wire. An unsuccessful attempt was made to retrieve the stent using an unspecified balloon. Two balance middleweight guide wires were advanced; one into the iva and one into the circumflex artery. Two xience prime stents were deployed; one between the left coronary artery and the iva and one in the left coronary artery and the circumflex artery, embedding the dislodged stent to the vessel wall. Post dilatation was performed in the iva. Although there was a significant clinical delay in the procedure, the patient was reported to be fine and there was no adverse patient sequela.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis and may have assisted in the investigation. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but are not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The anatomical conditions reported a sub-occlusion of an unspecified stent which appears to have contributed to the reported failure to cross. The 2.5x23mm xience v was advanced and resistance was felt, then force was then applied. During removal of the stent delivery system (sds) resistance was felt again (difficult to remove) and force was applied, which subsequently led to the reported stent dislodgement. It should be noted that the instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. It appears that the application of force contributed to the reported stent dislodgement. In this case, the reported failure to cross, stent dislodgement, difficulty to remove, device embedded in vessel, additional therapy/ non-surgical treatment and delayed therapy/ non-surgical treatment appear to be related to the procedure circumstances and there are no indications of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for stent dislodgement for this lot.